Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during an acl while using a truespan meniscal repair system peek 12 degree, when placing the two stitches of the suture and when tensioning the threads, the suture broke without causing greater tension. The device was received and evaluated. When performing the visual inspection, the covering sleeve was removed to verify the presence of the plates, however, the plates were not returned. One piece of the suture was returned, one end is cut and frayed. The trigger was tested several times, it performed as intended, the push rod has no structural anomalies. A manufacturing record evaluation was performed for the finished device 7l66393 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. A possible root cause for the broken suture can be attributed to procedural variables, such handling of the device or product interaction during procedure. The suture may have been touched with a sharp instrument at the time it was tightened, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the suture on the truespan 12 degree peek broke when tensioning after placing the two stitches of the suture. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.